Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 571 mg/dl. Customer had blood glucose level in the range of 400 to 500 mg/dl. Customer's blood glucose value was 473 mg/dl. Customer was treated with manual injection. Customer had blood glucose level of 470 mg/dl. The insulin pump will not be returned for analysis.